Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
Head of theatre, reported via fax that the step drill is too blunt and that the drill can only be moved forward with high expenditure of energy even in regular bone structure. The surgery could be finished with the same step drill under high expenditure of energy.